Event description:
It was reported that during preparation more than usual resistance was felt removing the protective sheath. The 2.5x28 implant could not be deployed since the balloon did not inflate. It was retrieved from patients anatomy and replaced by another same size device and the procedure was completed successfully. The procedure outcome was good. There was no clinically significant delay in the procedure and no patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue was confirmed as the shaft was separated at the proximal seal. The reported difficulty removing the protective sheaths and missing split in the sheath could not be replicated in a testing environment as the protective sheaths were not returned. Based on the visual, dimensional and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: prior to removal of the packaging mandrel, carefully slide the yellow outer sheath towards the distal flare, opening the longitudinal split on the inner sheath. Remove both sheath pieces and stylet from the delivery system. Do not use if sheath cannot be removed as indicated. Based on the information reviewed, there is no indication of a product deficiency.